Event description:
It was reported the customer experienced a high blood glucose level of 498 mg/dl. The customer reported he had already delivered 96 units of insulin the day of the event and brought down his blood glucose level to 196 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).